Manufacturer narrative:
Date of death is not known. Date entered is estimated the axium coil has not been returned for evaluation; product analysis cannot be performed. The event happened in the patient post procedure; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information.

Event description:
Medtronic received report of post-procedure coil migration. The patient was undergoing coil treatment of a small ruptured saccular wide neck aneurysm located in clinoid segment, measuring 2.5mmx1.8mm. It was reported that intra-operatively, the coil was stable. Post-operatively the coil migrated distally into the middle cerebral artery. The coil was not able to be retrieved. The patient experienced stroke and died. The physician believes that the patient's ruptured aneurysm led to coil migration and subsequent stroke.